Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the anchor of the device did not deploy after the surgeon forwarded the black button. No patient harm was reported. Attempts have been made and no further event information is available at the time of this report.